Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a blocked fluid pathway in the drip chamber. A functional test was then performed in which solution was run through the set; this test confirmed that the fluid pathway was blocked as a lack of flow between the drip chamber and pvc tubing was identified. The cause was determined to be an error during the assembly process that resulted in cyclohexanone blocking the fluid pathway. In order to address this condition, refresher training was given to involved operators. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set would not allow solution to flow through its drip chamber. This occurred during priming. There was no patient involvement. No additional information is available. This is report 1 of 2.